Event description:
It was reported that this patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt). Anti-tachycardia pacing (atp) was appropriately delivered, and the vt was diverted however since this crt-d was already committed to shocking, this patient received multiple inappropriate shocks. Technical services (ts) discussed programming optimization with the health care professional. This crt-d remains in service. No adverse patient effects were reported.